Manufacturer narrative:
(B)(6). Date received by MFR: 1/12/2016. Event date:(B)(6) 2015 . Update 1/12/16 medical records received. Medical records reviewed for MDR reportability. Primary surgical report noted blood loss of 800cc with no documented complications and was documented as not replaced. The revision surgical report noted metallosis fluid, trunnionosis and an effusion. Sticker sheet was included. Dor updated. Part/lot updated. The complaint was updated on: jan 29, 2016. Degenerative arthritis. Summit por taper sz7 hi off, part number: 157011135, lot number: c78gv1000, (B)(6) 2015. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update 1/12/16 medical records received. Medical records reviewed for MDR reportability. Primary surgical report noted blood loss of 800cc with no documented complications and was documented as not replaced. The revision surgical report noted metallosis fluid, trunnionosis and an effusion. Sticker sheet was included. Dor updated. Part/lot updated. The complaint was updated on: jan 29, 2016

Event description:
Litigation papers allege pain, discomfort, soreness, malaise, swelling, immobilization and both acute localized damage to tissue and/or bone surrounding the acetabulum, and elevated metal ion levels.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.